Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was reported as due to fungus (unspecified). The patient was hospitalized for the event. On an unreported date, the patient was treated with clarithromycin and vancomycin (doses, routes, duration and frequencies not reported) for the event. At the time of this report, the patient has recovered from the event. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.